Event description:
Patient was being transferred from a maxilift into a whirlpool tub, the spring pin broke on the maxilift arm. The pin sheared which caused the lift's support to separate from the maxilift arm. Patient sustained bruises on left upper hip, right inner thigh and right arm.